Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00103, 0001032347-2020-00105, 0001032347-2020-00106. Concomitant medical products: tmj system right narrow mandibular component, part# 01-6545, lot# 236980a; tmj system right fossa component, small, part# 24-6562, lot# 390170b; 2.4mm system high torque (ht) cross-drive screw, part# 91-2710, lot# unk; tmj system cross drive fossa screw, part# 99-6577, lot# unk.

Event description:
It was reported that the patient underwent a revision of temporomandibular implants on the right side due to heterotopic bone growth. Leading up to the revision, the patient complained of increased pain. During the revision, excess bone growth was removed around the joint and the fossa component was replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as a revision was reported. No product was returned as it was discarded; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the fossa component; no non-conformances were found. There are no indications of manufacturing defects. There are two complaints regarding pain and heterotopic bone growth for this part# 24-6562, lot# 390170b. The previous complaint is from the same patient on (B)(6) 2018. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding heterotopic bone growth, there is a complaint rate of 0.36%, which is no greater than the occurrence listed in the application fmea. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding pain leading to a revision surgery, there is a complaint rate of 0.47%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is a patient condition causing heterotopic bone growth. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report. B5 describe event or problem. D4 expiration date. D10 device availability. G4 date received by manufacturer. G7 type of report. H2 follow up type. H3 device evaluated by manufacturer. H6 method code. H6 results code. H6 conclusions code. H10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.